Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing (atp) therapy. No changes were made at this time. The patient will continue to be monitored. There were no adverse health consequences, the patient was stable.